Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. The customer reported receiving a reading of 2.3 mmol/l with the sensor and a reading of 5.2 mmol/l with an hcp device, within 10 minutes of each other. The results when plotted on a parkes error grid fall into the "b" zone, showing the difference in values to be clinically significant. Customer experienced confusion and dizziness. User was unable to self-treat and was administered insulin IV (dose/type unspecified) by third-party. No further treatment was reported. There was no report of death or permanent injury associated with this event.